Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis, hypertension, and mitral regurgitation cannot be determined. Additionally, the reported patient effects of ms, hypertension, and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances as medications were administered to treat the reported patient effect. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report mitral stenosis crd_1002 - expand g4 phase 1 and phase 2 study: patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) with a2 flail. Two mitraclips (cds0701-ntw, 00929u205 and cds0701-nt, 10108u275) were implanted, reducing the mr to grad 1+. There was no complication and no device deficiency. On (B)(6) 2023, mitral valve stenosis with cascading pulmonary hypertension was diagnosed. The stenosis will be monitored. Moderate mr (grade 2+) was also noted. On (B)(6) 2023, a scheduled right heart catheterization was performed. Moderate mitral stenosis and pulmonary hypertension were observed. The mitral valve had thickened leaflets with eccentric moderate mr. The elevated pressures indicated volume overload and worsening heart failure was diagnosed. Medications were provided as treatment. There was no additional hospitalization. The conditions are chronic with sequela. Per physician, the recurrent mr (grade 2+) was unrelated to the mitraclips. There was no device malfunction. No additional information was provided regarding this issue.